Manufacturer narrative:
The patient samples were not provided for investigation as the analyte stability had been exceeded. The calibration and qc recovery data provided was acceptable. The alarm trace showed several sample clot, sample foam, and sample short alarms. Based on the available data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t assay results for 2 patient samples on a cobas e 801 analytical unit. The doctor questioned the initial results which prompted the customer to repeat the samples. On (B)(6) 2023, sample 1 had an initial troponin result of 8 ng/l on module a. The sample was repeated on module b and the result was 17 ng/l. The sample was repeated again on module b and the result was 6 ng/l. On (B)(6) 2023, sample 2 had an initial troponin result of 19 ng/l on module a. The sample was repeated on module a and the result was 16 ng/l. The sample was repeated three more times on module b and the results were 23 ng/l, 10 ng/l, and 7 ng/l.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer suspects an interfering factor in the patient's samples. The investigation is ongoing.